Manufacturer narrative:
(B)(4). The lot # 25155495 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they were removing heartstring from the aorta and the wire did not unravel completely. The procedure was completed without using another hsk. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they were removing heartstring from the aorta and the wire did not unravel completely. The procedure was completed without using another hsk. The hospital did not report any patient effects.